Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was high 900 mg/dl and 500 mg/dl. High blood glucose level was treated with a shot and was hospitalized. The customer experienced symptoms such as vomiting. The customer alleged the pump for under delivering. Reportedly, drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. The device was received with minor scratches on case, cracked reservoir tube lip, broken battery tube threads, cracked case at reservoir tube window corners, cracked case at display window corners, cracked reservoir tube window and minor scratches on lcd window.